Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customers blood glucose level. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. Customer loaded a new cartridge to resolve the issue.